Manufacturer narrative:
Root cause investigation demonstrated that it most likely was a use of a chemical reagent, which has affected the sensors.

Event description:
According to the complaint, customer samples were measured on an abl90 flex analyzer with the following result for glucose and lactate: analyzer serial number (B)(4): 17.8 mmol/l (glucose) and 2.1 mmol/l (lactate). Comparison tests were conducted applying another abl90 flex analyzer with the following results: 5.9 mmol/l (glucose) and 0.6 mmol/l (lactate). Based on the measurements and the patient's condition, the customer reports the first result of glucose of 17.8 mmol/l and lactate of 2.1 mmol/l as false high. In the present, the discrepancy of the glucose concentrations between the first measurement and the comparison measurement makes this incident reportable. In the present case, no maltreatment or injury was related to the event and the hospital did not need to make an intervention to avoid maltreatment or injury.